Event description:
It was reported that the physician wanted to assess the pocket as there was possible evidence of device erosion. The pocket was evacuated and patient sent home on antibiotics. It was also reported that the right ventricular (rv) lead had high thresholds. The implantable cardiac defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).